Event description:
Customer's report form states: "nurse attempting to do daily positive pressure cap change with lipid line. Two unsuccessful attempts made, as positive pressure cap not luer-locking on all the way, and remained loose. Leaking evident at connection to PICC line." There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been returned. A f/u report will be submitted with failure investigation results should the set be received for eval.